Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia and hypoglycemia. Customer¿s blood glucose level was 42 mg/dl at the time of incident and current blood glucose level was 216 mg/dl however to treat hypoglycemia they ate something. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose and they were using auto mode feature on insulin pump. Customer was alleging that the insulin pump was over delivering. Customer did functional test such as self test, displacement test and both the test was passed. The insulin pump will not be returned for analysis.